Event description:
The customer reported that during a thoracentesis procedure, the hub of the device broke when they inserted a slip lure. The technologist stated this was the first time using the device and that user error could have resulted in the device failure. The pt received a very small pneumothorax when the hub broke. The physician determined the small pneumothorax did not require treatment and the pt did not exhibit any symptoms. The physician used a new device and completed the procedure without any further complication.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. The customer did not specify if this was the initial use of the device. The lot number was not provided. A review of the device history record and complaint database could not be performed. Unable to determine root case without the suspect device. A f/u report will be submitted if the new or additional relevant info becomes available. Eval: no testing methods performed.